Manufacturer narrative:
(B)(4). The device was serviced at the customer site. The sample was visually inspected and functionally tested. The reported condition was confirmed as an f-94 alarm. The cause of the reported condition was due to a defective main battery. However, no repairs were made. If additional relevant information is received, a follow up report will be sent. (B)(4).

Event description:
It was reported that a flogard infusion pump is locked. There was no patient involvement. Additional information was requested and is not available.